Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the unit was returned and matches with the upn provided by the customer. Visual inspection of the device revealed the distal tip peeled and kinked. Outer diameter dimensions were taken and all were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that removal difficulty and a coating issue occurred. The target lesion was located in a completely occluded segment of the anterior tibial artery. A 300cm straight tip v-14 controlwire was selected for use and advanced towards the lesion but was coming up against a hard occlusion. In an attempt to work subintimally, the physician tried to loop the distal end of the wire but the wire still failed to advance due to the "nature of the disease." In an attempt to retract the wire back up the guide catheter, the wire "knotted" and the ro coating on the last 1.5 cm of the wire sheared off at the point where the vessel was occluded and was left in the patient. No additional intervention was performed. No patient complications were reported and the patient's status was stable.